Manufacturer narrative:
The cause of the non-reproducible advia centaur tni ultra results is unknown. Quality control results were acceptable. Siemens service was sent on site. The following parts were replaced: reagent probe 2 sleeve; luminometer o ring; aspiration probe 1 tubing; quality control results were all in range. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
MDR 1219913-2014-00219 was filed on 08/19/2014 regarding non-reproducible results with the advia centaur troponin ultra (tni ultra ) assay. November 7, 2014 - additional information. The customer has increased the centrifugation time of the samples from 10 to 15 minutes which is the recommended centrifugation time of the sample tube manufacturer. The customer reports no additional non-reproducible results since increasing the centrifugation time.

Event description:
Customer runs all troponin samples in at least duplicate on the advia centaur troponin ultra (tni ultra) assay and observed a non-reproducible result. There are no reports that treatment was altered or prescribed or adverse health consequences based on the non-reproducible advia centaur tni ultra results.